Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a high blood glucose of 504 mg/dl. She stated that her blood glucose is normally around 200 mg/dl. The customer stated her lifestyle had not changed. The customer declined to troubleshoot for high blood glucose because she was at work. No additional information provided.